Event description:
Intuitive surgical instrument sent to MFR due to failure "misalign". The MFR report indicated that the instrument was found to have a piece missing; the size of piece was 0.18" x 0.08". FDA safety report ID# (B)(4).